Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The physician decided to reposition the rv lead but the helix failed to extend despite multiple attempts. The rv lead was not used and replaced. The patient remained stable throughout the procedure.